Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leaking homechoice automated pd set with cassette was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell five of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated that they think the cassette may have leaked since there was solution on the table under the homechoice. The technical service representative assisted the patient in clearing the alarm and ending therapy, and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.